Event description:
The physician reported that a stent was successfully placed during a stent assisted aneurysm coiling procedure. A guidewire was then placed across the stent and exchanged for a microcatheter. The physician could not cross the proximal end of the stent with the micro-catheter and then it became stuck. The microcatheter was removed with some force. The guidewire could not be removed, and then a new microcatheter was advanced over the guidewire. Then the guidewire and microcatheter were removed with some force. Upon examination of the wire and the catheter, there was a portion of the stent attached to the guidewire. The physician reported some vasospasm was noted, but it was resolved. The physician reported there were no pt complications and the pt is stable. The procedure was completed with this device.

Manufacturer narrative:
The device has not yet been returned to boston scientific for investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or add'l info is received, a supplemental report will follow.